Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance (>200 ohms) during a left ventricular (lv) lead replacement procedure. The lv lead was being replaced for high pace impedance (>2000 ohms). Both leads were capped and replaced. The device remains in service. There were no adverse patient effects.